Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was not quite sure what was going on with the controller. The patient reported they had it reprogrammed a month ago and it was working really well. When they clicked on intensity it had gone to 0 on the screen. When they went to adjust it, it went back to the original setting. This morning they plugged it in and they went to check the sensitivity it stayed at 0 and they had to adjust it up to 2.4. Patient reported this was intermittent. The patient stated that they didn't know what positions; it changed in consistently. No symptoms reported. No further complications were reported/anticipated.